Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the event occurred due to components failure of the universal cable. The event can be prevented by following the instructions for use which states: chapter 2.5 general dangers, warnings and cautions. Risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Chapter 8.2 procedure: risk of injury to the patient due to loss of endoscopic video image or image flickering problem: the video image disappears during the procedure. Image flickering. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had flickering video image. Per the report, "symptoms occurred, after using canon's hydrogen peroxide sterilizer". There were no reports of patient harm. No harm was reported.